Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, upon connecting the right ventricular (rv) lead to the device, telemetry was lost between the device and the bluetooth programmer. The physician then interrogated the device with a telemetry wand, whereupon it was noted the device had experienced a full power-on-reset (por) and was in vvi-65 mode. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed the serious device memory failure but found that the loss of bluetooth telemetry and power on reset at implant could not be determined. If information is provided in the future, a supplemental report will be issued.